Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found the device was in used condition. Functional tests found a defective alternating current (ac) connector, defective motor, and defective air detector. The device also showed 1340 errors. The primary problem was an old rtc battery (4425 days). The ac connector, rtc battery, motor, air detector will be replaced.

Event description:
The device was returned and analysis found a defective alternating current (ac) connector, defective motor, and a defective air detector. There was unknown patient involvement. No patient harm was reported.